Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error or excessive no delivery alarms were noted. The motor was tested outside of the device and passed the motor test. The insulin pump passed the unexpected restart error test with no reset anomaly. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through reservoir tube, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer's mother called reporting customer's insulin pump is alarming motor error. Customer had to rewind it and reset it four times. Customer's blood glucose level is high. Customer's mother thinks the blood glucose level is over 600 mg/dl because it won't register on the meter. Customer treated with insulin. The motor error occurred during bolus delivery. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.